Manufacturer narrative:
The customer had a concern the patient monitor did not alarm as documented in the waveform data for the intesys clinical suite (ics) system. However, the customer stated there was no patient incident and testing of the device was not necessary. The customer was not able to determine the monitor used at the time of the event and did not provide the device serial number information to spacelabs. Spacelabs engineering reviewed waveforms from both the monitor and the ics system. The waveform annotation presented by ics is the results of the ics retrospective analysis algorithm, and is not intended to imitate the monitor's alarm functionality. As no issue appeared in the waveforms and as we were unable to test the suspect device, we were not able to confirm a monitor alarm failure. The customer has been made aware that the algorithms used by the monitor and the ics are different. The hospital is continuing to use the device to monitor patients. This report is considered final and the issue is closed.

Event description:
Spacelabs received a report that a patient monitor failed to alarm on vtac.